Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 3 cubies in the same drawer on 3 different rows had read, write and invalid cubie errors. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3 cubies had read, write, and invalid cubie errors. A field service engineer inspected and reseated the cables. The fse replaced the retractor band. Each drawer was tested using the hardware testing application and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.